Manufacturer narrative:
It was initially reported that a bubble sensor had a malfunction. Information was received on (B)(6) 2024, that the failure occurred during treatment and the arterial flow/bubble sensor was affected. The customer stated that during treatment, when arterial bubble detector was activated, flow was decreased and the delta pressure increased. No harm to any person has been reported. The device caused the complaint and was not able to work as per factory¿s specifications. A getinge field service technician (fst) was sent for investigation on 2024-12-03. The fst could not replicate the failure. The flow/bubble sensor was replaced as a precautionary measure. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and ¿arterial bubble detected¿ could be confirmed on the date of event. The failure could not be replicated by the fst. However, according to the customer, the most probable root cause was that the failure were triggered by clots. According to the instruction for use (IFU) chapter "connecting the combined flow/bubble sensor" the bubble monitoring function test and flow off-set calibration has to be performed before every use. Thus, a defective flow/bubble sensor should be detected prior to use, during priming. In addition, as the cardiohelp includes pressure sensors and a venous probe it is able to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. In the IFU chapter "using the emergency drive with the disposable hls retainer" is stated that the emergency drive can be used to manually control the blood flow in case of a failed cardiohelp. According to the instruction for use of the involved disposables (hls set advanced 5.0 / 7.0, hit set advanced 5.0 / 7.0, v2.4, chapter "preparation and installation" and quadrox-ir small adult / adult, chapter "priming the system") the pressure sensors have to be calibrated and checked before priming. Furthermore, the cardiohelp has a flow/bubble sensor and a venous probe to measure and control the blood flow and parameters. If the measured values are above high limit or below low limit of the set limits the system generates a visual and acoustical alarm. The review of the non-conformities for the three failures, "bubble detection failure", "decreased flow failure", and "increased pressure failure", has been performed on (B)(6) 2024 for the period of(B)(6) 2019 to (B)(6) 2024. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2019-11-12. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas.based on the results the reported failures "bubble detection failure", "decreased flow failure", and "increased pressure failure" could be confirmed. These failures were found in the database of customer complaints for the cardiohelp device as a single event (timeframe from (B)(6) 2023 till (B)(6) 2024). The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was initially reported that a bubble sensor had a malfunction. Information was received on (B)(6) 2024, that the failure occurred during treatment and the arterial flow/bubble sensor was affected. The customer stated that during treatment, when arterial bubble detector was activated, flow was decreased and the delta pressure increased. No harm to any person has been reported. Complaint ID# (B)(4).